Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in an attempt to crush a stone. However, the handle and the basket wire broke. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in an attempt to crush a stone. However, the handle and the basket wire broke. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) medical university. Block h6: device code a0401 captures the reportable event of basket wire break and handle break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was separated from the plastic handle. The basket wires were folded. However the wires were not broken. A dimensional inspection of the proximal and distal screw length revealed that the screw length is less than the minimum tolerance. No other issues were noted. The reported event of basket wire break was not confirmed, however handle break was confirmed. Based on all available information, it was determined that the failure of handle cannula break is attributable to the supplier. As the screws are smaller, the fastening of the handle cannula was not achieved. Therefore at the time of applying force to activate the device, the handle cannula was detached as evidenced by the screw dimples drag marks. The deformation of the basket could be an adverse event due to the manipulation or technique used when interacting with the device since it did not work as expected. Since the failure of handle cannula detached was attributable to the supplier, the most probable cause is manufacturing deficiency. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.